Manufacturer narrative:
(B)(4). Medical devices: femoral component precoat size g right compatible with lps-flex prolong catalog#: 00596001752 lot#: 62492583. Articular surface size gh 10 mm height catalog#: 00596204210 lot#: 62510621. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital would not release it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately eight years post-implantation due to pain, peri-prosthetic fracture, and tibial loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.